Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: gif-q150 operation manual: chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspection of the endoscope. Gif-q150 operation manual: chapter 4 operation:4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the plastic distal end cover of the gastrointestinal videoscope has a burn. There was no patient involvement.